Event description:
It was reported that the insulin pump alarmed motor error during a set change. The caller stated that the insulin pump had not been exposed to high magnetic fields or dropped. The customer's blood glucose was 7.6 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to contact a hospital for a new insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.